Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 235cc mentor memorygel breast implants experienced left sided rupture and right sided scar tissue post procedure. As a result, patient has a planned explantation on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On february 24, 2021, mentor became aware that patient also developed bilateral capsular contracture baker grade IV and right sided breast cyst post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade IV and breast cyst. Manufacturer¿s reference number: (B)(4).